Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a power source, despite attempting to charge with multiple wall adapters, usb cables and power sources. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) was 163 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.